Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while attempting to change the pump basal rate setting, the customer inadvertently changed the correction factor setting as well. Tandem technical support guided the customer through adjusting the correction factor setting. The customer's blood glucose level was 147 (mg/dl).